Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection results: the locking wire was not seated flush with the locking tab. An inspection of the locking plug which sits behind the wire shows a consistent horizontal indentation, which would indicate that the locking wire had been fully seated at some point. The returned insert shows scratches and gouge marks on the locking tab and on the tibial side, consistent with unsuccessful implantation attempts. The insert passed dimensional inspection except for the wire slot and plug length, due to damage as described in the visual inspection. A functional inspection was not performed due to damage, as described in the visual inspection the event was confirmed. The exact cause of the event could not be determined, however there is no evidence to suggest that it is manufacturing related. If additional information becomes available, this investigation will be reopened.

Event description:
Before operation, locking wire was got off and broken once locking was tried. It was noted that the procedure was completed successfully.

Event description:
Before operation, locking wire was got off and broken once locking was tried. It was noted that the procedure was completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.